Event description:
The manufacturer received information alleging a bipap device's sound abatement foam became degraded and caused chronic obstructed pulmonary disease (copd), asthma, stroke, diabetes, shortness of breath, low energy, blue lips, fatigue and burning from the mask after use. The patient did report receiving medical intervention and reported to have open bypass surgery. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.the manufacturer previously received information alleging chronic obstructed pulmonary disease (copd), asthma, stroke, diabetes, shortness of breath, low energy, blue lips, fatigue and burning from the mask after use. The patient did report receiving medical intervention and reported to have open bypass surgery related to a bipap device's sound abatement foam.there was no report of patient harm or injury. This event is assessed as not related to the device in this case. Based on the available information, the manufacture concludes no further action is necessary. The device was returned to the manufacturer's service center for further evaluation. The manufacturer inspected the internal aspect of the device and observed the dust/dirt contamination inconsistent with degraded sound abatement foam was observed throughout device enclosure and airpath suggests a source external to the device. The manufacturer concludes there was no evidence of sound abatement foam degradation, but dust/dirt contamination observed and are consistent with being from an external source. Section(s) b1, b2, has changed related to the complaint changing from the reported adverse event to a product problem. Section h1 has changed to reflect a malfunction. Section g3 has been corrected/updated in this report. Section h6 health effect- impact code, type of investigation findings and investigation conclusions has been updated.